Manufacturer narrative:
Pump had unresponsive buttons at esc and act due to unlocked j2/liquid crystal display keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify operating currents and motor position encoder error alarm due to unresponsive button. No button error alarm during testing. However, corrosion was found at the keypad traces. The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The blood glucose level was 160 mg/dl. The insulin pump will not be returned for analysis.